Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that at implant the set screw of the device could not be used. An obstacle was noted to be in the way. Two wrenches were attempted but the effect was the same. A new device was implanted and the two wrenches were discarded. No patient complications have been reported as a result of this event.